Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation and/or interaction with the anatomy and/or other devices resulted in the noted stretched coils, the noted core bend and ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the balance middleweight universal (bmwu) guide wire was used in the procedure with a versacore guide wire in an unspecified vessel. Sometime during the procedure, the bmwu guide wire became detached in the patient vessel. The detached portion of the guide wire was successfully retrieve from the anatomy without reported adverse patient sequela. No additional information was provided.